Event description:
It was reported that the user received multiple alert 38 notifications indicating consecutive stalled motor events after performing a supply change and attaching the connector to the cartridge outside of the pump. A guided dry run produced no alerts, and replacing the connector and cartridge allowed the supply change to complete without issues. No reported symptoms. Outcomes included no injury, no medical intervention, and continued therapy after successful replacement and education. Investigation included real-time troubleshooting and user education on best practices for supply changes. Investigation of this case revealed that the infusion set and cartridge connection was deployed or attached incorrectly prior to the successful retry, which is consistent with an infusion set connector not attached correctly leading to a motor stall alert. It was concluded, based on previously established findings for similar reports, that user technique during the supply change was the cause, resolved by replacing components and adhering to correct attachment procedures.